Manufacturer narrative:
(B)(4) date sent 2/27/2026. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a body cavity with a line of staples applied and significant bleeding. In addition, what appears to be some malformed staples were observed in the staple line. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a98h0h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98h0h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an oagb, it was observed that the staple line was not completely well formed. The inner line had several staples that did not form so they oversewed that staple line. There was no patient consequence nor surgical delay reported. No additional information provided.